Event description:
It was reported that the patient has deceased. The cause of death was unknown. There is no known allegation from a health professional that suggests the death was related to the device. It was noted that the cause of death was due to cardiac arrest, lactic acidosis, hyperkalemia, acute renal and liver failure.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the proximal portion of the lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.